Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the information on the screen was not visible. There was no patient involvement.

Manufacturer narrative:
Phone number not provided. During further investigation (fi), a visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. The user interface assembly was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The test ventilator had screen display when the ventilator was on and the display brightness was able to be adjusted from level 1 through level 5. The fi test ventilator with the user interface assembly installed was allowed to run several hours in an attempt to replicate the complaint of blank screen display with no errors generated. The ventilator operated for 4 hours during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The user interface (ui) assembly passed all testing. A blank screen display could not be duplicated. There were no faults found with the user interface (ui) assembly.